Event description:
After approx 15 hrs of use of the electric wheelcair, complainant noticed a problem with the on/off switch. The on/off switch is an open toggle switch without protection for the switch. The complainant has accidentally turned the electric wheelchair off by brushing his arm across the switch, numerous times. There is no over-ride switch to prevent the wheelchair from turning off. It takes approx 30 seconds for the wheelchair to power up after turning the switch on. Complainant is afraid to cross the street in this wheelchair.